Event description:
It was reported that while running bd facscanto¿ ii flow cytometer waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported by the customer that there is a leak at the wet cart connections. Was the leak liquid or air? Liquid was the leak contained within the instrument? Not contained was there spray of liquid? Yes, the pressure relief valve exit was obstructed and vented air and waste inside of instrument what was the fluid that leaked? Non biohazard are you using this product for clinical diagnostic test? "Yes" were erroneous results reported and used to treat a patient? No was there any injury or potential injury? No leak (if yes explain)? Yes 1. Was the leak contained within the instrument? No 2. Was the leak in a customer accessible location? No 3. What was the fluid that was leaked? "Unknown" 4. What is the source of leak -- waste line or non-waste line? "Unknown" 5. Was the customer exposed to blood or bodily fluids? No.

Manufacturer narrative:
H.6 investigation: ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the spray of fluid not contained within the instrument was due to the pressure relief valve being obstructed. The fse (field service engineer) found the pressure relief valve exit obstructed and vented into wet cart instead of outside wet cart. The fse repositioned exit to vent correctly and refastened bolts within instrument to prevent issue from occurring again. No parts were requested for evaluation as the fse found the part itself was not the issue and resolved it. After the repair, the instrument was working as intended and it was returned back to normal operation. While there was a spray of fluid not contained within the instrument, it was not to a degree to significantly increase the risk of injury to the customer. Additionally, the fluid that leaked was non-biohazardous and did not come in contact with the customer or bd personnel. Although patient samples were being used on this instrument no results were delayed nor any patient was impacted by this issue. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: (B)(4), case #(B)(4) install date: (B)(6) 2007 defective part number: n/a work order notes: o subject / reported: leak at the wetcart connections o problem description: leak at the wetcart connections customer problem: leak at the wetcart connections steps taken with customer/troubleshooting: customer stated leak at the wetcart connections next steps (if necessary): "sending to fse" are you using this product for clinical diagnostic test? "Yes" were erroneous results reported and used to treat a patient? No was there any injury or potential injury? No leak (if yes explain)? Yes 1. Was the leak contained within the instrument? No 2. Was the leak in a customer accessible location? No 3. What was the fluid that was leaked? "Unknown" 4. What is the source of leak -- waste line or non-waste line? "Unknown" 5. Was the customer exposed to blood or bodily fluids? No 6. Was there any physical harm to the customer as a result of the leak no 7. Was there spray or fluid under pressure no o work performed: opened wet cart and found significant amount of fluid had been building up. Investigated fittings within wet cart. Found the pressure relief valve exit was obstructed and vented into wet cart instead of outside wet cart. Repositioned exit to vent correctly and refastened bolts within instrument to prevent issue from occurring again. O cause: found the pressure relief valve exit was obstructed and vented into wet cart instead of outside wet cart. O solution: repositioned exit to vent properly and refastened bolts within instrument. ¿ returned sample evaluation: a return sample was not requested because there were no replaced parts. ¿ risk analysis: risk management file part #338942ra, rev. 08/vers. G, bd facscanto product family risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no o ID: (B)(6) o hazard: potential leakage o cause: potential lack of workmanship during assembly o harmful effects: potential biohazard exposure o risk control: qualification and first article inspection. O implementation verification: vp # 11392 protocol o effectiveness verification: vp # 11392 report o probability: (B)(4) o severity: (B)(4) o risk index: (B)(4) o residual risk evaluation: afap o new hazards: none mitigation(s) sufficient yes no ¿ root cause: based on the investigation results the root cause of the spray of fluid under pressure was due to an obstruction at the pressure relief valve exit. ¿ conclusion: based on the investigation results, the root cause of the spray of fluid under pressure of the facscanto ii was due to an obstruction to the pressure relief valve. The fse repositioned the valve for better venting. After the repair, the instrument was working as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk of this hazard has been identified to be within the acceptable level. ¿ supporting document: n/a.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running bd facscanto¿ ii flow cytometer waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported by the customer that there is a leak at the wet cart connections. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid? Yes, the pressure relief valve exit was obstructed and vented air and waste inside of instrument. What was the fluid that leaked? Non biohazard. Are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Leak (if yes explain)? Yes. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? No. What was the fluid that was leaked? Unknown. What is the source of leak -- waste line or non-waste line? Unknown. Was the customer exposed to blood or bodily fluids? No.